Event description:
It was reported that the patient was deceased. It was noted that three days following a lead replacement, the patient had a device check on ward due to an unresponsive episode. It was noted that the patient¿s heart rate had dropped to 40 beats per minute and their blood pressure dropped. Vasovagal syncope was suspected. Review of the device interrogation noted a heart rate predominantly between 60-100 beats per minute with very few rates down to less than 40 and up to 140 beats per minute. A new wavelet template was taken and the system remained in use. Later that day, the patient experienced chest pain. An electrocardiogram (ECG) and echocardiogram were done, along with a computerized tomography (CT) scan. An occluded circumflex artery was noted on the CT scan. During the scan, the patient had an asystolic event and was transferred back to the ward where the patient received cardiopulmonary resuscitation (CPR) on arrival. Interrogation showed asystole and no capture with external pacing. Five device classified pause prevention episodes were observed and the electrograms (egm) indicated asystole as the patient had a vasovagal episode in the CT scanner at that time. Ven tricular pacing was captured with good hemodynamic response. The patient¿s intrinsic rhythm resumed prior to transfer to the cardiac catheterization lab where further ventricular pacing was given prior to an attempt of a temporary lead placement. The patient went into ventricular fibrillation (vf) where two internal shocks were given by the device with asystole observed. Two external shocks were given, however were not successful. The patient expired.

Manufacturer narrative:
Continuation of d10: product ID ev240163 (evl006899v); product type: 0264-lead-hv; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient's cause of death was provided as myocardial infarction, severe coronary atherosclerosis, type 1 diabetes mellitus, and systemic hypertension.